Event description:
Through a claim made by the pt's wife's attorney, it was alleged that the pt expired after he developed flu-like symptoms which developed into complete heart block. A pacemaker was installed and the pt was discharged. Approx 7 days later, the pt presented to the ER with shortness of breath and chest pains. Hosp records showed that the pt was admitted with tachypnea, confusion and diaphoresis. The pt continued to deteriorate, developing a sinus tachycardia with ventricular pacing, continued tachypnea and drop in blood pressure to a systolic value of 90 mmhg. Further transfer to ICU disclosed the presence of a right middle to lower lobe infiltrate superimposed over preexistent copd/emphysema. His arterial blood gas had a ph of 7.31, pco2 19, po2 111 on 2 liters nasal cannula with 97% saturation. Blood chemistry profile was notable for profound metabolic acidosis with significant heapatocellular injury pattern was ast in the 3,000+ range, low albumin, low cholesterol and low glucose. His bun was 60, creatinine 2.5. His urine output was poor, with dark amber urine in the foley bag. Echo showed antegrade gradient peak of 24 mmhg with a mean of 12 mmhg, however, this is in the face of severely impaired left ventricular systolic dysfunction, with ejection fraction estimated at 15-20%. There appeared to be a relatively large echo lucent area around the valve annulus, raising the question of possible ring abscess. There was severe aortic insufficiency which appeared to be periprosthetic in the 7 to 8 o'clock position. His clinical presentation was compatible with severe low output state and resultant shock with hepatic compromise and renal compromise. Liver enzymes were increased. Leukocytosis. Per the med records, a blood culture taken a yr ago was positive for pseudomonas but the pt was discharged without antibiotic treatment. The pt died during transport to surgery. Final diagnosis by the dr was prosthetic endocarditis with annular abscess causing 3rd degree heart block. Autopsy revealed marked biatrial and biventricular cardiac dilatation with left ventricular hypertrophy, paravalvular leak, pulmonary emphysema, bibasilar pulmonary congestion and passive congestive of liver.